Event description:
During a procedure, the cypher stent was unable to cross the target lesion because of uplifted stent struts. The device was removed from the patient without injury.

Manufacturer narrative:
This product has been received for analysis; however, analysis has not begun. Additional information will be provided within 30 days of receipt.